Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the faradrive steerable sheath was inserted inside the patient, upon insertion of the farawave catheter air was removed continuously so the sheath was replaced, and the procedure was completed using another faradrive sheath. No patient complications occurred. The product is not expected to return as disposed. It was further reported air bubbles were observed in the flushing lure. Infusion pump at 20ml/h was used for irrigation. No leak nor air in patient was seen. Air was removed from the sheath, and the device was advanced within the left atrium.